Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope during daily activities , and a five second cardiac arrest due to ventricular pacing suppression. It was reported that the right ventricular (rv) lead exhibited a suspected fracture and noise. Settings were changed. A decision was made to perform an additional ventricular lead implantation procedure. Venography of the left subclavian vein revealed a narrow pathway, and a same-side approach was attempted with puncture and guidewire placement. However, a delivery sheath could not pass through, leading to the abandonment of the same-side approach. The approach was switched to the right side, and a subclavian vein puncture was performed. While advancing the guidewire, clear backflow was initially confirmed, but resistance was encountered. Fluoroscopy revealed that the guidewire was traveling outside the vessel, leading to the procedure being aborted. The patient experienced back pain during the procedure. The rv lead remains in use. No further patient complications have been reported as a result of this event.